Event description:
It was reported to philips that the system gave an alert indicating the x-ray tube adaptation required, preventing x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the structural heart planned treatment, and the procedure was completed in another lab using another system. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to perform x-rays. Upon troubleshooting, the fse discovered that the generator adjustment settings had been lost during system use. To resolve the issue, the fse successfully performed generator adjustments, including tube adaptation and edl, and verified the system's functionality with a test exposure. After adjusting the generator (tube adaptation and edl), the system was returned to use in good working order. The codes were updated based on the investigation outcome.